Event description:
The pt was hospitalized for evaluated blood glucose levels and dka. The pt's mother reported that there was an insulin leak in the connection between the cartridge and infusion set tubing.

Manufacturer narrative:
The cartridge was returned to animas for evaluation, evaluation demonstrated that the cartridge was operating within required specifications.